Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned taskforce.

Event description:
The pt's husband reported concern with infusion set. Pt changed her infusion set at 12 p.m. On (B)(6) 2011. She went outside to work, and blood glucose was 500 mg/dl when she returned. Pt removed the infusion set and noticed the cannula was bent and not in her body. She changed her infusion set, but her blood glucose would not decrease. She changed her infusion set again, and blood glucose decreased around 11 p.m. Target blood glucose is 60-120 mg/dl. Infusion sets are inserted manually, and pt was sent an insertion device. Infusion set was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.